Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 458 mg/dl. Customer was treated with intravenous insulin infusion. Current blood glucose level was 175 mg/dl. The customer experienced symptoms such as vomiting. Customer did allege insulin¿pump was under delivering because sensor was telling them that they had low blood glucose when they had no low blood glucose and did not give them insulin. The customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was active at the time of the incident. The customer declined to troubleshoot. The insulin pump and reservoir will not be returned for analysis.